Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported by the customer that "it seems like the patient has nickel allergy." The patient had an x-reidy breast lesion localization needle used for preoperative marking of a breast tumor two years ago. As stated by the customer, "since then she has been itching on the insertion site." Additional information regarding the event, patient, and further testing has been requested but is currently unavailable.

Manufacturer narrative:
(B)(4).investigation - evaluation: a review of the complaint history, instructions for use (IFU), manufacturing instructions, quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. A review of the design history file (dhf) confirmed the device passed all relevant biocompatibility tests. Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. It is possible that the described itching is related to the patient¿s reported nickel allergy as there is some nickel comprising the stainless steel in the device, but testing was not provided confirming the patient¿s allergy. The customer also did not provide any information regarding the position of the wire in the patient. It is possible that the device migrated, potentially causing itching. A manufacturing cause of failure is not suspected since biocompatibility tests have been passed by this device and there are multiple checks in place to detect this failure mode. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints.

Event description:
The customer is not providing additional information in regards to this complaint. No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.